Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in the morning of (B)(6) 2019 during a pre-discharged check a day after the right ventricular lead was implanted, it was confirmed that the right ventricular lead was dislodged. The right ventricular lead was repositioned in the right ventricle in the afternoon. Patient was discharged the following day on (B)(6) 2019 after a satisfactory pre-discharged check.